Event description:
The user has no hearing sensation with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation with the device. Re-implantation is considered.

Event description:
The user has no hearing sensation with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.